Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating and subsequently, the pump shutdown. The customer's blood glucose (bg) level ranged from 504-505 mg/dl. The customer delivered a correction bolus to address elevated bg. Customer continued to use the pump for insulin therapy. In addition, it was reported that the battery depleted faster than expected and that usb cable no longer charged the pump. Reportedly, the customer was able to successfully charge the pump with an alternate cable. The customer declined to further troubleshoot the battery depletion issue with tandem technical support.